Event description:
The device is used with a quik-combo adapter and defib cable everyday in the open-heart surgery dept (heart room) and is tested every morning. According to the rptr, the defib cable has been replaced twice since 02/2000 and the customer is complaining about the quality of the cable. The rptr stated that both cable's opens were in the wire conductor just out from the strain relief near the device connector. No adverse affects were reported as a result of the alleged malfunction.